Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. Device investigation could not be performed because the device was discarded by the user facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was inferred that anatomical condition and/or wire manipulation technique most likely contributed to the reported vessel perforation. Instructions for use (IFU) states: [warnings] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that on (B)(6) 2019, the patient presented with angina, an acute st elevated myocardial infarction (stemi), and a total occlusion of the mid-distal right coronary artery (rca). Another percutaneous intervention was to be performed for coronary artery stenosis and to re-evaluate coronary bypass grafts. Reperfusion and a successful pci was performed in the mid-distal rca (culprit lesion), placing two unspecified stents and balloon angioplasty was also performed. Following, the patient developed hypotension with bradycardia. Medications (atropine and fentanyl) were provided. Coronary imaging was performed on the left and right coronary arteries. Per imaging of the right coronary arteries, a complete occlusion at the distal segment with 80% proximal stenosis. A proximal posterior descending (pd) artery aneurysm (7-8mm) was noted with extravasation, suggestive of a rupture. Reportedly, the perforation was probably due to the guide wire. As treatment, balloon angioplasty was performed. It was then decided to place a 2.8x19mm graftmaster stent for the aneurysm and for the perforation. An expired graftmaster stent was implanted without reported issue and post-dilatation was performed using a non-compliant balloon at high pressure proximally and lower pressure distally due to the tapering of the vessel. Final results showed timi-3 flow and complete resolution of the aneurysm and extravasation of contrast. Reportedly, the outcome was great and the patient was discharged home after 48 hours with no issues nor complications.